Event description:
Reported events of pouch dilatation, band slippage, "fluid leak form band", obstruction, "band malfunction", infection, erosion, esophageal dilatation from journal article: "outcomes of revision laparoscopic gastric banding: a retrospective study, anzjsurg.com (2012). Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 28 patients listed in table 2 of the article and the 3 patients listed in table 3 of the article who experienced band slippage.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Band slippage is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. "Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."